Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic segmentectomy, when stapling a segment of the lung when the device was about to be fired the device locked and was not able to be fired. Another device was used to complete the case. There was no patient injury.